Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) was confirmed) upon investigation, the front response button's metallic dome was not centered on the pad. This prevented the response button from functioning. The root cause for the damaged response button was unable to be positively identified but likely due to physical abuse. No adverse event resulted from the damaged monitor response button. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his response button would not activate the monitor. The patient was issued a replacement monitor.